Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the cpu board has been changed that solved the issue. Despite several requests for parts return, no additional information was provided. From complaint description it seems that the cause of the event could be linked to a defective cpu board or an incompatibility between the board and partner or a deep discharge but this cannot be confirmed without proper investigation test in brézins. Photos were provided which confirms the reported event but without the associated device or additional information for further investigation the root cause remains unknown. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Event description:
The following has been reported: could not connect to the laptop - error awaiting connection - exchanged main board. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.